Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The wire of the forceps raiser was determined to be broken. There was peeling adhesive on the cracked light guide lens, which had created a gap in the adhesive, allowing the possibility of dirt/residue to enter the lens and the adhesive on the bending section cover was missing. Dirt was found on the insertion tube and the control body. Scratches were found on the distal end, the insertion tube, the control body, the switch box, the up/down and right/left knobs, the up/down angle fixing lever and right/left angle fixing knob, the control body grip, the universal cord, the scope connector and the scope connector side of the universal cord. Water marks were observed on the electrical connector. The bending angle was found to be insufficient due to the elongation of the angle wire and the extension of the angle wire caused the play of the angle knob to be out of the normal range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Event description:
The customer reported to olympus, the forceps riser wire on the evis lucera duodenovideoscope was fraying and cut. During the inspection of the returned device, the adhesive on the light guide lens was found to be peeling, creating a gap in the adhesive and allowing dirt to enter the lens. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.